Event description:
It was reported that the patient has been dissatisfied with the cylinders of his inflatable penile prosthesis (ipp) beginning in (B)(6) 2019 because the cylinders were uneven. The ipp cylinders were explanted. The physician "redilated and remeasured the corporal varies on the left and right." New 18cm x 12mm ipp cylinders with 2cm rear tip extenders were implanted on both the left and right side. The distal tips in the glands were event and the implants functioned as designed.